Event description:
The pump was returned for investigation. Investigation revealed contamination to the up arrow and ok key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed contamination to the up arrow and ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).